Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported hospitalization due to low blood glucose. Customer stated that the insulin pump would stop delivering insulin. The current blood glucose reading was 85 mg/dl. Customer treated with juice. The blood glucose reading at the time of the event was 200 mg/dl. Customer stated the low blood glucose may have resulted from overcorrection of insulin. Nothing further reported.